Event description:
The facility reported a colleague infusion pump with "failure return for service on the display reading", which occurred upon power up in the general pt ward. This is also a device recertification. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of "failure return for service on the display reading" was not confirmed nor reproduced during product evaluation. The root cause was not identified. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up report will be submitted if additional information becomes available.